Event description:
It was during the device evaluation that the ultrasound bronchofibervideoscope exhibited a broken/detached from bending section. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found a broken/detached from bending section. Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.